Event description:
It was reported that the customer had a act button anomaly and bits missing from the insulin pump case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces however; all of the buttons are functioning properly. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window noted.